Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned, analyzed, and the helix was distorted and bent. It was noted that there was blood in the distal conductor (not obstructed), there was body issue/fibrotic growth in the distal electrode, the superior vena cava (svc) defibrillation coil was kinked/buckled, and there was apparent explant damage. Concomitant products: 5076 implantable pacing lead (B)(6) 2012, 4194 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pulled back and was repositioned. Two days later the lead had pulled back again and when the lead was removed to reposition it, the helix would not extend. It was noted that on fluoroscopy the helix indicator was functioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.